Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 28-29 mg/dl; cause was not known. Reportedly, the customer consumed glucose gum, jellybeans, and chocolate to address bg level. Reportedly, the customer consulted with a healthcare provider to discuss alternate therapy for diabetes management.